Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing. There was no pacing inhibition noted, however, the ra lead was surgically abandoned and replaced. Additional information indicated that the ra lead was suspected to have an insulation breach. No additional adverse patient effects were reported.